Event description:
The event is reported as: complaint alleges that "the cap that covers the top of the mdi adaptor is cracking which causes the cap to either come off or allow air to escape from ventilator circuit". No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.